Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the top and bottom cases are in good condition. Damaged/broken era clip and no visible contamination. Review of the error history log found primary audible alarm post, several times and also acu watchdog as sympathy alarm. Functional testing was unable to duplicate the error. No problem was found. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Performed preventative maintenance and updated the device software.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited system failure. No adverse patient effects were reported by the customer.